Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a partial gastrectomy with a hiatal hernia repair, the doctor tried to fire the endocuttter with the reload and seam guard buttressing material and the device wouldn't fire. The doctor removed the endocutter from the patient, open the jaws of the endocutter and noticed the cartridge was completely separated from the metal sled. The staples were still intact and no staples fell into the patient. A second like reload was used with the same endocutter to complete the procedure. There were no patient consequences reported.